Event description:
In 2007, four gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. Postoperatively, the pt developed a hematoma in the left common femoral artery. The hematoma developed into a pseudoaneurysm. On the following month, the pseudoaneurysm was surgically repaired. It was reported that the procedure was successful.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.